Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they have not had a good experience with their ins therapy, for their current stimulator, it never worked, they get up at night, pee their pants and usually wear diapers, they think it's in the wrong place, but their first ins sytem worked. The patient was calling today because they need an MRI and their current implant information is not registered they do not have an ID card, they've called and tried to get one for 3 years. Worked with patient to use their equipment to synch with their implant and patient was successful to read their implanted device serial number, patient also reported seeing: internal battery is low contact your clinician. Reviewed information about low ins battery. Patient dismissed the message and was successful to activate MRI mode and said the ins is listed on the right buttock but it's not it is on the left and the patient was successful to deactivate MRI mode. Offered and sent email with MRI information. Redirected to their doctor. The patient mentioned unrelated medical history. This included patient said, they had oral surgery a couple of days ago, had all their teeth removed, they are taking medicine.